Event description:
It was reported that during a stent/ptca procedure the stent delivery system was inflated to 20 atm (above the rated burst pressure). In an attempt to treat a lesion in a saphenous vein graft (off label use), the pt experienced a perforation of the vessel, and became hemodynamically unstable. Eventually, the pt had a cardiac arrest, and CPR was performed. The pt was taken to the operating room, but did not survive the surgery. No other info provided.